Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/expulsion- expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6)1970 date discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: newly added events- vaginal haemorrhage, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage / expulsion- expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 1970, date discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to pelvic pain. Events; abdominal, menorrhagia (heavy menstrual bleeding), breakage /expulsion- expulsion, migration were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/expulsion- expulsion / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 1970 date discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.